Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the infrared cable was smoking and warm to the touch. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Device issue: none. Adverse event (ae): hyperperfusion syndrome. Time of ae: post procedure. It was reported via trial that 2 days post successful stent implant in the right internal carotid artery the pt was hospitalized with hyperperfusion syndrome, elevated blood pressure of 205/102, bitemporal headaches, left sided weakness, seizure activity, tongue deviation to the left, and inability to turn eyes or head to the right. CT scans x2, and MRI revealed no acute hemorrhage. The event was treated with antihypertensive medications including lisinopril which was resumed. The event was considered resolved on (B)(6) 2010. Reportedly, concomitant medications chantix, xanax, flexeril or norco could have contributed to the seizure activity. Though requested no additional information was provided.